Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown.

Event description:
It was noted during a pfa procedure with farapulse (boston scientific) that the agilis 13f sheath valve was leaking blood. An advisor hd grid mapping catheter was inserted into the agilis 13f, but the physician reported the sheath was already leaking at that time. To resolve, the sheath was exchanged for a new agilis 13f sheath. The procedure was completed with no adverse patient consequences.